Event description:
On (B)(6) 2012, the patient contacted animas alleging that the keypad buttons were not responding to button presses and that the audio bolus button was missing. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The pump reportedly started beeping after it was exposed to water. The patient reportedly tried to remove that battery to clear the beeping noise and stated that the keypad buttons would not respond. The patient stated that he was not able to get passed the verify screen on the pump. It was noted that there was moisture behind the display screen. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission 05/21/2012 device evaluation: the pump has been returned and evaluated by product analysis on 05/09/2012 with the following findings: the keypad was found to be intact. The bolus button was found to be missing, leaking and unresponsive. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged button should be clearly visible and warns the patient to discontinue using the pump. The up arrow and down arrow keypad buttons were found to be unresponsive to button presses. The ok and contrast keypad buttons were found to respond to button presses. All of the keypad buttons had normal spring back. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked, corroded and leaking battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump moisture was found in the battery compartment. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
(B)(4).animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 3 08/07/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on 07/13/2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. The pump was returned with the audio bolus button missing and inoperable. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the contrast and the ok keypad buttons were responsive. The up and down arrow keypad buttons were inoperable when pressed. All of the buttons had normal spring back or click. The keypad cover was removed for investigation and revealed contamination under all the button contacts. On examination, moisture was found in the battery compartment and there was a crack in the battery compartment from the threads to the case seal. Leak testing was performed and the audio bolus button and the battery compartment were found to leak during testing. The pump cover was removed for investigation and revealed visible moisture and corrosion in the pump compartment.